Event description:
It was reported that the patients non-rechargeable ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.